Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. Access to the 3.00x10mm target lesion was obtained via the femoral artery. The 3.00x12mm veriflex stent delivery system (sds) was introduced through the guide catheter and advanced to the aortic arch but the "stent did not move" as the hypotube shaft had been broken. The procedure was completed using another of the same device. There were no patient complications and the patient condition was listed as "stable".

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion being treated was 70% stenosed, mildly tortuous and mildly calcified. The shaft break occurred in the middle portion of the device and outside the patient.

Event description:
It was further reported that the target lesion being treated was 70% stenosed, mildly tortuous and mildly calcified. The shaft break occurred in the middle portion of the device and outside the patient.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube at 82.4cm distal to the strain relief. The section of the device distal to the break was kinked approximately 10cm proximal to the proximal edge of the midshaft. An examination of the crimped stent balloon and tip sections of the device found no issues with their profiles. An examination of the break site found that the break occurred as a result of a severe kink that occurred in the hypotube. Both the kink and the break are consistent with excessive force having been applied to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).